Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This initial report was forwarded in error and should be voided, as the device did not cause or contribute to the event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 this complaint cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported by supplemental legal documentation the patient underwent an initial tka on an unknown date. It is unknown whether the patient was implanted with competitor or zb devices. Patient underwent a first revision approximately 2 years ago due to patient anatomy issues and wound healing complications, where they were implanted with zb devices. Patient underwent a second revision five months later due to pain and a fractured locking bar.

Manufacturer narrative:
(B)(4). Biomet femoral item unknown lot unknown. Biomet art surface item unknown lot unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00810, 0001825034-2021-00812.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.